Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, inappropriate anti-tachycardia pacing (atp) was delivered by the device due to an incorrect interpretation of signal and a diagnostic anomaly. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.